Event description:
It was reported that during a routine clinic visit, there was high impedance, increased thresholds, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was returned, analyzed and analysis revealed that the lead was fractured.

Event description:
It was reported that during a routine clinic visit, there was high impedance, increased thresholds, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).